Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10). Method code: 10 - testing of actual/suspected device. The actual sample was returned for evaluation, and a visual observation of the internal component using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 25, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b3 (updated date of event). B5 (updated describe event or problem). D5 (updated operator of device). E1 (initial reporter - updated reporter's name, email address and phone number) e3 (updated occupation). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 2645, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that, the event occurred during setup, the product was changed out, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was blurry. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. The described issue was most likely due to the following possible causes; the product was either dropped or inadvertently struck by an object or the excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.